Event description:
Pt was to receive 750 mg antibiotic IV piggy back. Given 2 separate bags (500 mg and 250 mg). Nurse noted first bag emptied more rapidly than expected. Rechecked IV pump (rate correct). Hung 2nd bag and noted same occurrence. Liter of IV fluids (approx 500 cc in bag) had yellow tinge. In line backflow valve should have prevented backflow. All tubing changed and monitored without back flow into primary IV bag.